Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unspecified harm, the treatment was unspecified and also an unknown legal issue. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-396, and mmt-332a. Troubleshooting was performed for only general documentation. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the device was returned for analysis. The customer will discontinue use of the infusion set. Mmt-396 was requested and the device was returned for analysis. The customer will discontinue use of the reservoir. Mmt-332a was requested and the device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Visual inspection: minor scratched display window, belt clip rail broken off, scratched case, scratched display window cover, broken off battery cap contact. 1.518 volts duracell alkaline battery (customer battery received outside of the pump), test energizer alkaline battery 1.594 volts. Using a test battery cap to perform the functional testing. After the battery installation, the pump had pump error 23, power loss alarm and active insulin alert. [Per freger, mark ¿ r&d engineer: the traces do not cover the timeframe of the pump error 23 and without traces the root cause cannot be identified. Most likely pe23 was generated since the pump lost power.] There were no traces for the pump error 23 (per mark freger), therefore, there will be no traces for the power loss alarm/battery out limit alarm and activeinsulinclearedfault alert since they both occurred after the pump error 23 and without traces the root cause cannot be identified. Retainer ring color (black or clear): black. Is the retainer ring connected to the case (yes or no): yes. Is the retainer ring intact (yes or no): yes. Verify if the retainer locks in place? (Yes or no): yes. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. However, the battery cap was received damaged. History download was successful using thump and carelink upload was successful. Infusion set test appendix: part/model: unknown. Mm batch no.: unknown. Reference no.: unknown. Lot no.: unknown. Infusion set visual inspection: received 1 used and open infusion set. 42 inches long. No damage noted on the p-cap or on the tubing. Missing cannula. Measurements: sample 1 flow rate 98.6 sccm (standard cubic centimeters per minute) - pass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.